Event description:
Post-procedure and prior to patient discharge after a pulse field ablation (pfa) a trace effusion was found on routine intracardiac echocardiography (ice) imaging. Later on, the patient decompensated and pericardiocentesis was performed. This intervention extended the patient's hospitalization. It was believed, but not confirmed, that the non-(B)(6) ice catheter perforated during left atrium (la) access during the procedure, though no perforation location was found. The patient fully recovered and was discharged from the hospital. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).